Event description:
It was reported that the patient had a ventricular tachycardia episode and the discriminator withheld therapy for a few beats. There were also questions as to why the discriminator did not recognize a double tachycardia. Medication was prescribed to the patient and the device was reprogrammed. The device remains in use. Review of performance data revealed that the lead was out of specification. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based partly on device return and partly on analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with two ventricular fibrillation episodes less than or equal to 210 milliseconds per average ventricular cycle on (B)(6) 2012.